Event description:
The complainant stated that she performed a blood glucose test using glucometer elite basic and received a result of 63mg/dl. Not believing these results, pt did a separate blood glucose measurement using a competitive meter and received a result of 166mg/dl. Pt then repeated blood sugar on the elite system and received a result of 131mg/dl. While on the phone, electronic checks of the system were performed and found satisfactory. However, it was learned that the customer was using excel off brand reagent in system. These off brand strips may have contributed to the erratic readings. The customer was told to contact the MFR of the excel off brand since co cannot evaluate the performance of a reagent that was not designed or supported by bayer. In the meantime, elite reagent strips will be sent to the customer. The complaint is considered closed for purposes of MDR.